Event description:
The patient reported that the keypad buttons were hard to press to elicit a response. The patient reported that the keypad does not click and spring back normally. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.